Event description:
The radiologist attempted arteriotomy closure using a techstar xl 6f device. Access was difficult due to heavy calcification of the vessel. The physician had difficulty removing the guide wire which required force for removal. Good arterial marking was obtained. Resistance was encountered when deploying the device and the needles did not present. The radiologist backed down the device and then attempted to redeploy with similar results. A second attempt to back-down was unsuccessful. Location of the needles under fluoroscopy revealed the needles were extended 2-3 centimeters and stalled against the barrel. A vascular surgeon was called in to do a cut down for device removal and surgical closure of the artery. Surgery was successful and the patient recovered without further incident. The vascular surgeon reported that the needles were not bonded to suture when removed.